Manufacturer narrative:
The initial report had incorrect information related to event. The correct information has been provided with this report. The information provided that the case severity with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's partner called and stated that the customer passed away on (B)(6) 2020. The customer had gotten their high blood glucose under control by the time they passed, but their blood glucose was unknown at that time. The customer's cause of death was osteomyelitis and not diabetes related. The caller declined to be contacted further on the issue. Case severity has been changed from serious injury to death.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level at the time of incident was 435 mg/dl. The customer¿s other blood glucose value was 500 mg/dl. The customer was assisted with troubleshooting. The customer was using auto mode. The insulin pump will not be returned for analysis.